Manufacturer narrative:
A patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that at the end of the procedure, the smartablate pump showed irrigation error, and thrombus was confirmed to be adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. Low flow was conducted to flush the catheter, and the thrombus was removed. The procedure was continued and the ablation could be successfully performed. The procedure was completed without patient consequences. After the procedure, the ablation catheter was checked and no thrombus adhesion was observed; however, there was no irrigation from the top holes at the tip, there were no irrigation issues from the side holes. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The temperature was tested and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of thrombus residues were observed on the catheter however, the root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # pc-000643536

Manufacturer narrative:
On 2/12/2020, it was noticed that the contomitant product was inadvertently omitted from the 3500a initial medwatch. The smartablate system - pump-jpn has now been added to section d11. Concomitant med products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On 2/22/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
A patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that at the end of the procedure, the smartablate pump showed irrigation error, and thrombus was confirmed to be adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. Low flow was conducted to flush the catheter, and the thrombus was removed. The procedure was continued and the ablation could be successfully performed. The procedure was completed without patient consequences. After the procedure, the ablation catheter was checked and no thrombus adhesion was observed; however, there was no irrigation from the top holes at the tip, there were no irrigation issues from the side holes. The customer's reported irrigation issues have been assessed as not MDR reportable because the issue is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The file has been assessed as MDR reportable for the thrombus formation adhered to the catheter tip.

Manufacturer narrative:
Manufacturer's ref. #(B)(4). On 6/14/2021, it was noticed that the incorrect date was reported under field "g3. Date received by manufacturer" in the 3500a follow-up (supplemental) medwatch report number 4. The incorrect date reported was 5/20/2020, the correct date that should have been reported is 5/20/2021. Please consider this update.

Manufacturer narrative:
Manufacturer's ref. # (B)(4) initially this event was assessed as MDR reportable for a thrombus issue. During review on (B)(6)2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. As such, the h6. Medical device problem code of ¿device contamination with body fluid¿ is being used to represent the issue.